Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer on the main station had issues with the pockets. A field service engineer had determined that a read/write error had caused the pockets to fail. The multiple pockets had been missing from the drawer. The station had been powered down, all connections to the drawer and control board had been reset. The field service engineer had the customer test the pockets functionality in the user application once the station was powered back on. The fse verified that the customer successfully inventoried the device. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es cubies were not detected on the bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.